Manufacturer narrative:
A ge representative evaluated the system and advised customer to replace the serial cable between the system interface board to the serial ports. (B) (4).

Event description:
The customer reported, the left and right monitors go into sleep mode without being commanded, or will not come out of sleep mode when a key is depressed. No pt injury was reported.